Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. A stent strut from proximal end lifted and folded back distally. The undamaged stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 22.5 cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-feb-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial and femoral artery. The 90% stenosed, 30x3mm, concentric, de novo target lesion with a significant bend of >= 90 degrees was located in the severely tortuous and severely calcified right coronary artery. After the lesion was engaged with a 7fr jr guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a 2x9mm maverick balloon catheter. A 32x2.50mm promus elite drug-euting stent (des) was advanced bur failed to cross the lesion. The device was removed and further dilation was performed with the a 2.5mm maverick balloon and once again tried to cross the stent but it was still unable to pass through the lesion. The device was removed and deployed two short 2.5x16mm promus elite des distally and overlapped with a 3.0x29mm promus elite des and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and hypotube detached/separated.